Event description:
The following info was provided by a voluntary medwatch received by cps 26 mar 2008: nurse titrating phenylephrine down: device began to beep and signal: close regulating clamp. Pt blood pressure dropped while pumps were switched and then returned to pre-event level. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Several attempts have been made to secure info regarding the malfunction of a device that has been reportedly identified as a baxter manufactured and marketed syringe pump. Corporate product surveillance continues its effort to obtain a serial number, product code, and other info needed to successfully investigate the reported complaint.